Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a 47mm longitudinal tear starting 10.2cm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured before applying up to the nominal pressure. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable.